Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No frozen screen noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was frozen while attempting to bolus. Customer's blood glucose was 171 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.